Event description:
It was reported, that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies except for procedural damage.